Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that guidewire was inserted, and it was not moving further due to which it was withdrawn, and it was found that it was bent which have a lot of backflow. No other information was provided. Additional information received 05-jul-2024: can you confirm is there any patient impacted? ¿ yes, it was reported to me that more than usual backflow of blood was there. Can you confirm that there are any serious injuries that occur to the patient? No are there any potential erroneous results? Yes, the PICC line insertion was unsuccessful as the guidewire got bent inside the patient. What course of treatment changed due to event? Medication delivery system changed from PICC line. Quantity involved- 1.